Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
The patient was revised because of instability. The cup had migrated to a vertical position and one screw had broke. The patient began to notice pain and soreness in his hip area. Update 10/22/12- pfs reported pain soreness and increased metal ions. Update ad 3 may 2018: receipt of ppf and implant records. Ppf alleged elevated metal ions after the first revision.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.